Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump sound was not annunciating. Technical support made multiple attempts to troubleshoot but customer was unavailable. No additional product or event information provided.